Event description:
The customer reported out of range normal control solution test results with test strips. On 1/26/97, the customer opened the first bottle from a box of 50 and performed a normal control solution test. The result was 40 mg/dl. The customer called the co customer support line and, with the rep, performed 2 back to back control solution test results. The results were 47 and 44 mg/dl versus a normal control solution range of 120-180 mgdl. The control solution, lot # vc116, expiration 3/97, was opened 5 weeeks ago and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 104 versus a check strip range of 90-116. The customer stated that he removed the desiccant upon opening the bottle. The rep informed the customer that it is necessary to leave in the desiccant in the bottle.